Event description:
It is reported that a customer received several alarms on their insulin pump. The patient's blood glucose level was unknown. The customer stated that the pump was not in use for some time and did not have batteries prior to use. The customer was informed that the alarms were normal pump behavior. The customer was advised to wait until the pump calibrates and to monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.